Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 390 mg/dl, while wearing the pod between 36 and 48 hours. They reported the pink slide did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, the patient also reported when the pod was removed the cannula seemed to have been inserted properly in the infusion site (hip/buttocks), and it was visible. Additionally, they reported experiencing some redness and swelling at the infusion site. As treatment, a new pod was successfully applied.